Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use pump for insulin therapy.